Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible sensing issues were noted on the right atrial (ra) and right ventricular (rv) leads post operatively. Atrial and ventricular capture could not be confirmed on electrograms (egm). Both leads remain in use. No patient complications have been reported as a result of this event.